Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded the cartridge onto the pump and then received an error message. There were no alerts or alarms present in the pump history. In addition, the customer stated that the insulin gauge read 0 units. Tandem technical support guided the customer through loading the same cartridge onto the pump. The cartridge was successfully loaded onto the pump. Customer's blood glucose level was not impacted.